Manufacturer narrative:
The cause of the failure is indeterminate. The observed implant failure(s), however, can result from excessive loading and/or the absence of fusion within six months post-surgery.

Event description:
1st surgery on (B)(6) 2022 from l2, l3, l4, l5, s1 2nd surgery on (B)(6) 2023 from t10, t11, t12, l1, l2, l3, l4,l5, s1, pelvic fixation (removal and extension over previous instrumentation). No pre- or post-op x-rays were provided. See attached. All removed components were not returned for evaluation. S1 screw fracture near the distal end of the threaded shaft. No harm or injury to the patient was reported before or after the surgery. (B)(6) 2023 - the doctor's operative report was not provided. The cause is an indeterminate root cause without further information.